Event description:
The customer observed falsely elevated alinity I anti-hbs for a 56-year-old male diagnosed with hepatitis b. The following results were provided: sid (B)(6), initial anti-hbs= 282.7 (reference range <10). Additional results provided: initial hbsag result= 29.25 (reference range <0.05); initial hbeag result= 2.52 (reference range <1); initial anti-hbe= 1.31 (reference range >1); initial anti-hbc= 7.71 (reference range <1). The patient's previous test result for anti-hbs= 16.74. Additional lab result provided: hbsag result= 412.98 there was no impact to patient management reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p89 that has a similar product distributed in the us, list number 7p88, with 510k/PMA/bla number p050051.